Manufacturer narrative:
Further information was requested, but not received yet.

Event description:
It was reported that the patient's leadless pacemaker exhibited loss of sensing. No intervention was performed. The patient condition was unknown.